Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Investigation summary: an empty opened foil, an opened folder, two needles and a suture in several pieces of product code z630, lot # jck793 were returned for analysis. This product code is double armed. During the visual inspection of the opened samples, the swage and attachment area of the needles were as expected. The suture pieces were examined and the suture has begun the process of disintegration. Also, the foil was examined for visual inspection and pin holes in bottom foil could be observed. Per the condition of the samples, the assignable cause is pin hole in cavity resulting in a suture degradation.

Event description:
It was reported that a patient underwent a meniscus procedure on (B)(6) 2018 and suture was used. It was found that the suture had been detached from the needle when opening the package. It was not a control release needle. There were no adverse consequences to the patient.